Event description:
It was reported pre-operatively that the catheter was disconnected from the connector pin. It was indicated during a routine pump replacement for end of life (eol) that the physician could not aspirate cerebral spinal fluid. Upon further exploration the pump segment and pin was located along the subcutaneous track from the pump site to the lumbar site. It was noted to be disconnected from the spinal segment. Upon opening the lumbar incision, no spinal segment could be found. The pump segment was removed and a new one was implanted. The patient's dose was turned back from 700mcg to 300mcg per day. At the time of this report that patient was alive and without injury. It was reported that there was no patient symptoms associated with this event. It was stated that the system had worked fine and the patient expected the pump replacement only. The drug delivered via pump was gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the spinal segment of the catheter was believed to be in the intrathecal space. The pump did have normal or expected elective replacement indicator, but the elective replacement indicator alarm had not been activated yet.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l39972, implanted: (B)(6) 1996, explanted: (B)(6) 2012, product type: catheter. (B)(4).